Event description:
The account stated a patient sample generated falsely elevated architect magnesium results that repeated as expected. No specific patient information was provided. No impact to patient management was reported. Data provided: sid:(B)(6), architect magnesium of 3.38 mmol/l, repeated 0.81 mmol/l.

Manufacturer narrative:
No consequences or impact to patient ; (B)(4) high test results ; (B)(4). An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, and the instrument service history. Based upon the available information, a definitive cause for the issue could not be identified, and no product deficiency was identified. Although there was no definitive cause to this issue, based on the complaint text, the field service engineer (fse) performed the following troubleshooting to resolve the issue: aligned mixers, replaced nozzle probes, replaced r1 probe, and replaced hc poppet valves. The architect system operations manual provides adequate information regarding the requirements on the collection of specimens, as well as, the limitations of results interpretation. The requirements are included in the manual for preparing and storing specimens for testing. The architect system operations manual also provides information regarding troubleshooting for erratic results in section 10: troubleshooting and diagnostics. The architect magnesium assay package insert also provides adequate information in regards to describing suitable specimens, results, interpretation of results, as well as, the limitations of the procedure.